Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The device was returned fully intact and the handle was intact and had not been taken apart, so the reported handle taken apart was not confirmed. The reported physical resistance with the thumbwheel was confirmed. The stent was not returned as it was deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a definitive cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, when the device was received for analysis, the handle and components were all intact. Additional follow-up with the physician revealed that he does not remember pulling the device apart. He looked at the patient chart and he said there were not any notes in the patient's chart as to any complications. No additional information was received.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac artery that was heavily calcified. The absolute pro was advanced to the lesion and deployment started; however, the thumbwheel stopped turning when the stent was only partially deployed. The handle was then taken apart to fully deploy the stent. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.